Event description:
It was reported that there was a patient fall when the bed was 5 inches from the lowest position. It is not known if there was any resulting injury.

Manufacturer narrative:
(B)(4) was acquired by stryker on (B)(4) 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.   It is not known if the unit was evaluated after the reported event. It is not known if the unit was evaluated after the reported event.